Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: there is specific evidence that the apex of the filter abuts the ivc wall, and it has migrated. The patient reported becoming aware of the events approximately thirteen years and six months post implant. The patient also reported experiencing a pulmonary embolism (pe), chest pain, breathing problems, anxiety for which they take medication for, insomnia and limited activities due to the filter. According to the medical records, the patient was seen as follow up to outflow obstruction in which a venogram and venoplasty was performed, approximately eight years post implant. At the time of the procedure the filter was noted to be in the ilio-caval junction. A stent was not placed at the time as there was a high risk of jailing the ivc. Three months later the patient returned for a follow-up. The patient presented with the same previously reported symptoms. It was determined that a stent would be placed in the patient's left common iliac vein. One week postop of stent placement, the patient reported less pressure and pain in their left leg. The patient's leg was not swollen at that time, but they were taking percocet to control lower back pain. Approximately four years and eight months after stent placement an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed mild diverticulosis of the colon without evidence of diverticulitis. There is no significant filter tilt. There is bulging of the ivc wall with no definite wall perforation. The indication for the filter placement, procedural details and medical history of the patient have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Outflow obstruction was reported, due to the nature of the complaint the event could not be further clarified. There are possible patient, vessel and pharmacological factors that may have contributed to the reported events. Inferior vena cava (ivc) filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Chest pain, breathing problems, anxiety, and decreased activity do not represent a device malfunction and may be related to underlying patient specific issues or undisclosed comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.section d 6a (B)(6), 2006 was the date initially provided; however, according to the notes from 2014, the filter had been in place for over 6 years.&nbsp; the exact implant date is unknown.

Event description:
The medical records indicate that approximately eight years post implant, the patient presented to the doctor with complaints of abdominal pain, pressure and pain in left leg. A pelvic ultrasound was positive for outflow obstruction. A venogram and venoplasty were done. The filter was noted to be in the ilio-caval junction. There was a high risk of jailing the ivc if a stent was placed. Three months later the patient returned for a follow-up. The patient presented with the same previously reported symptoms. It was determined that a stent would be placed in the patient's left common iliac vein. One week postop of stent placement, the patient reported less pressure and pain in their left leg. The patient's leg was not swollen at that time, but they were taking percocet to control lower back pain. Approximately four years and eight months after stent placement the an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed mild diverticulosis of the colon without evidence of diverticulitis. There is no significant filter tilt. There is bulging of the ivc wall with no definite wall perforation. Additional information received per the patient profile form (ppf) states that the patient experienced migration of entire filter other than to heart. The patient became aware of the reported events approximately thirteen years and six months after the index procedure. The patient reported that they have experienced pulmonary embolism (pe), chest pain, breathing problems, depression, mental anguish, anxiety, insomnia (for which they take medication daily) and limited activities due to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: there is specific evidence that the apex of the filter abuts the ivc wall, and it has migrated. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the apex of the filter abuts the ivc wall and it has migrated. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.